Manufacturer narrative:
This disposable loading unit was returned for evaluation. The instrument used with the disposable loading unit was not returned. As a result, co could not reliably determine the exact cause of the difficulty reported.

Event description:
The device was used during a thoracoscopic procedure on the lung. The stapler hung up on the tissue and the cartridge surface and the instrument was difficult to open. No pt injury reported.